Event description:
User reported experiencing a fluctuation of venous return due to variation in vavd negative pressure. A patient was involved but not harmed. We considered in ability to regulate pressure a reportable event.

Manufacturer narrative:
Conclusion awaiting completion of investigation.